Event description:
It was reported that the patient presented to the emergency room, the device was interrogated and was unable to establish telemetry with pacemaker. The device had no pacing output and there was no effect from the magnet. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.